Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump emitted a call service 120 alarm during bolus delivery and the patient experienced elevated blood glucose (bg) of 435mg/dl with extreme thirst. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.